Event description:
The customer tested her blood glucose using her contour meter and received a reading of 229 mg/dl. She was then tested on another meter and received a reading of 109 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. New meter and strips were sent to customer and she was expected to return her strips for eval but they were not received by the qa lab.